Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that decreased r-wave amplitude and episodes of non-sustained ventricular oversensing caused by p-wave oversensing were observed. Lead dislodgement was suspected. The lead was explanted and replaced.